Event description:
It was reported that the right ventricular (rv) lead had high lead impedance in bipolar and the rv threshold also increased. It was noted that a lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.